Event description:
It was reported that the patient's left ventricular (lv) lead exhibited pectoral stimulation. The lv lead was explanted and replaced. The patient was stable before, during and after the procedure.